Manufacturer narrative:
The device was returned for analysis. Visual inspection found the tip of one haptic torn off and missing. Two other haptics were bent. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens trailing haptic was noticed broken off after insertion of lens into the patient¿s right eye. The lens and haptic were removed intraoperatively and a back-up lens of same model and diopter was implanted. Reportedly, incision was enlarged to remove the lens; however, suture was not required at completion of case. Current patient prognosis described as ¿there were no issues for patient.¿ additional information has been requested, but has not been received.